Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in one piece. Internal insulation was noted breaching both re cable lumens at 78.6cm to 80.4cm from the connector pin. The re etfe cable coating and inner coil lumen (exposing the inner coil) was also abraded in this location. Internal insulation abrasion was also noted breaching the one of the re cable lumens at 81.0cm to 82.1cm from the connector pin. The re etfe cable coating was not abraded in this location. The cause of the reported event was isolated to the internal insulation abrasion breaching the ring electrode and inner coil lumens exposing the inner coil along with the abrasion to the ring electrode etfe cable coating.

Event description:
Related manufacturing reference number: 2017865-2023-41049 related manufacturing reference number: 2017865-2023-41050 it was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise causing inappropriate automatic mode switch episodes, and the left ventricular (lv) lead had high capture thresholds. The patient was asymptomatic. Additionally, during the procedure it was noted that the right ventricular (rv) lead had insulation damage. The ra, lv, and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.